Event description:
It was reported through monthly ilet survey with an awareness date of 08-dec-2025, that the user experienced hyperglycemia documented at 313 mg/dl while using the ilet, and the user suggested reduced activity that day as a possible contributor; blood glucose questions were collected. Investigation of this case revealed no device malfunction identified and no evidence of a device-related failure. Clinical symptoms reported were polydipsia and dry mouth associated with elevated blood glucose. Outcomes included no reported injury, or hospitalization. It was concluded that the event cause is unclear, with user factors possibly contributing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.